Event description:
(Os 16.749). The dentist reported 7 months after the dental implant was installed in intraoral region #31 it was verified its non osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed.